Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510k as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a "scan error" with the adc device. The customer indicated that due to this issue, they required treatment of "multiple corrective injections for high sugar levels" by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. An attempt was made to scan the sensor with evm (evaluation module), however, sensor did not scan. The evm was reset and the sensor was scanned again but sensor did not scan. Data extraction was not successful. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. The battery was unsoldered from pcba. An extended investigation was also performed. Visual inspection has been performed on the returned de-cased puck (flex) and did not observe any evidence of misuse. No contamination, damage, or solder issues were observed on the returned pcba (printed circuit board assembly). The returned battery voltage was measured and the results were not within specification. The battery was replaced with a source meter. Off-current and on-current tests were performed on the returned board and all results were within specification. Passing results for the returned unit and was able to be scanned, indicates that the returned unit was fully functional and that it was not draining excess current that would deplete the battery faster than intended. It was determined that the battery was drained from typical use and the drained battery was the cause for the scanning issue. No issues or product malfunctions were observed during the investigation; therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a "scan error" with the adc device. The customer indicated that due to this issue, they required treatment of "multiple corrective injections for high sugar levels" by a third-party. There was no report of death or permanent injury associated with this event